Event description:
The customer reported a liquid spill inside the unit involving synchron lxi 725 system. During troubleshooting for ultrasonic errors with beckman coulter, inc. Customer technical service (cts), the customer noted a liquid spill under the path of the pipettor. Patient results were not impacted. The customer had on personal protective equipment (ppe) during troubleshooting. There was no exposure to open lesions or mucus membranes. There was no report of injury or adverse effect associated with this event.

Manufacturer narrative:
There is no indication service was dispatched for this event. (B)(4).